Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Event description:
The patient's ins floats around to the front of her body. She hoped the device would work but it did not. Every time she turned the device on, she would throw-up violently. She lost her insurance so she could not go back and have the device "fixed." She wears everything stretchy and does not like the device. She would like the device removed. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient's trial system worked. It was noted that the patient had gained weight and hated her device.